Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: final diagnosis: cervix, negative for dysplasia or malignancy. - endometrium, secretory pattern endometrium, negative for hyperplasia or malignancy. - myometrium, negative for malignancy. Essure removal details: fulguration of pelvic endometriosis. The essure coils appear to be in proper position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were occluded at the cornu bilaterally. The essure coils appear to be in good position. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: "chronic pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: final diagnosis: cervix, negative for dysplasia or malignancy. Endometrium, secretory pattern endometrium, negative for hyperplasia or malignancy. Myometrium, negative for malignancy. Essure removal details: fulguration of pelvic endometriosis. The essure coils appear to be in proper position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were occluded at the cornu bilaterally. The essure coils appear to be in good position. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "chronic pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.